Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the intra-operative complication experienced by the patient. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are being returned to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted nissen fundoplication procedure, a tear to the esophagus was identified. As a result of the intra-operative complication, the surgeon elected to convert the surgical procedure to open surgery. The esophageal tear was repaired with staples. At this time, the root cause of the intra-operative complication is unknown. There is no allegation that a malfunction of the da vinci surgical system occurred or caused/contributed to the intra-operative complication.

Event description:
It was initially reported that during a da vinci-assisted nissen fundoplication procedure, a tear to the esophagus was identified. As a result of the intra-operative complication, the surgeon elected to convert the surgical procedure to open surgery. No further clinical information was provided. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. On 08/09/2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr), and the following additional information regarding the reported event was obtained: the csr was in the hospital but not in the specific operating room when the event occurred. The surgical procedure was not recorded on video. The csr spoke to the surgeon after the event occurred. The surgeon does not know how, when, or why the tear to the esophagus occurred. While retracting tissue, the tear to the esophagus was identified. The surgeon mentioned that the patient's tissue was very brittle. However, the surgeon did not know the cause of the intra-operative complication. There was no allegation from the surgeon or surgical staff that a malfunction of the da vinci surgical system occurred during the surgical procedure. The surgeon elected to convert to open surgery in order to repair the esophageal tear with staples. The nissen fundoplication procedure was completed via open surgery. The csr indicated that no post-operative complications have been reported. However, the patient is still currently in the hospital.